Manufacturer narrative:
The reported event was confirmed as manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used iap kit connected to a meter bag. Visual inspection of the sample noted no obvious visible defects. When the tubing was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), it leaked at the sample port at the connection between the interface of the sample port of the drain bag and the valve port of the iap. No leakage was noted between the tubing and the valve port of the iap was noted. The root cause for this failure are: "as a first potential root cause we found that the solvent was not evenly distributed in the tube with the appropriate amount of adhesive, the training of the personal is crucial on this operation and the preparation of the dispenser of cyclo. The amount applied may vary on the dipping of the tube depending on the height (amount) of the solvent given at the beginning. The uniform distribution of the adhesive was also affected by the twisting operation performed after the dipping. A lack adequate inspection method to test for leaks was also identified as a contributing cause for not identifying non-conforming product in the inspections." The device history record review and labeling review was not completed as the complaint was addressed by existing CAPA. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that when attempted to place a urinary catheter with intra-abdominal pressure monitoring device, the connection where the 2 devices connect, kept coming apart. The user put a microclave on the end of the connection, since the patient did need the monitoring. Reported lot numbers were nger3336, nger3337, nger0722. Per follow up via email on (B)(6) 2021, the only problem reported was the connection between the urine meter tubing and the intra-abdominal tubing. As per sample evaluation, new failure was identified, iap was leaking.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when attempted to place a urinary catheter with intra-abdominal pressure monitoring device, the connection where the 2 devices connect, kept coming apart. The user put a microclave on the end of the connection, since the patient did need the monitoring. Reported catalog numbers were nger3336, nger3337, nger0722. Per follow up via email on 23feb2021, the only problem reported was the connection between the urine meter tubing and the intra-abdominal tubing. As per sample evaluation, new failure was identified, iap was leaking.